Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for robotic assisted laparoscopic recurrent right inguinal hernia repair. It was reported that after implant, the patient experienced infections and recurrence. Post-operative patient treatment included laparoscopic right ilioinguinal and iliohypogastric nerve block and revision surgery.

Manufacturer narrative:
(B)(4) (mesh complications and recurrences). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic assisted laparoscopic recurrent right inguinal hernia repair, laparoscopic right llioinguinal and lliohypogastric nerve block and laparoscopic primary incisional hernia repair. The patient had another revision surgery 5 years and 7 months pre surgery. The patient underwent a umbilical hernia repair with mesh. He had revision surgery 4 years and 6 months post-surgery. The patient experienced mesh complications and mesh infections. External contact is not available from source document.